Event description:
Health professional called to return an explanted lap-band port that was removed and replaced because of an alleged "leak." The alleged leak was noticed when the doctor performed a fill on the patient. A fluoroscopy was performed and the lap-band was found to have a "hole in the tubing." The device was returned and is being analyzed by allergan.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."